Manufacturer narrative:
(B)(4). The device was requested to return for investigation, but has not been received. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
After a priming phase where all seemed normal, the moment the pls system was connected to the patient, it started leaking blood from the outlet of the gas, like described in the fsn of (B)(6) 2014. The whole circuit was changed immediately for the patient's safety. (B)(4).

Manufacturer narrative:
The product was visually inspected in the laboratory of the manufacturer. A broken blood inlet connector was detected; the broken section of the outlet connector is missing. In order to track and trend this observation a new complaint will be opened. For further testing it was necessary to remove the broken section in order to glue a new connector in. Afterwards the product was tested for tightness. A leakage at the gas outlet port could be confirmed. The gas side was sawed off; fiber delamination was detected in the 5th row of every side (side 1, 16 fibers; side 2 9 fibers; side 3 15 fibers; side 4, 11 fibers). Thus the reported failure could be confirmed. Trend search a sap trend search was performed for p/n 70102.7818 failure code 0101 leakage gas outlet; 117 similar complaints were found. Seven ((B)(4)) of them were determined as to be not within the CAPA 13-11-002 production range, this means they were produced with new fibers according to their lot #'s. Due to this information no new systemic issue could be determined at this time. Mcp will continue to monitor the complaint figures. In the event an increase occurs, mcp will decide what additional investigation steps may be necessary.

Event description:
(B)(4).